Event description:
It was reported that a 67-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring an attempted pericardiocentesis. The patient suffered a cardiac tamponade. The bwi representative stated that the physician was performing a post-procedure intracardiac echo when they noted a pericardial effusion on the right basal side of the pericardium. The physician attempted a pericardiocentesis but was unsuccessful; unable to remove any fluid, therefore, aborted. The patient was admitted overnight for observation. No additional intervention is planned at this time. The patient was hemodynamically stable at the time when leaving the ep lab. It is unknown if the patient require extended hospitalization because of the adverse event. The effusion was noted post ablation just before we removed all catheters. The physician was unsure of what could have caused the effusion. The effusion was noted as ¿trace.¿ a smartablate generator was used during this case. Max wattage used: 50w, total lesions: 300 and total fluid: 975 ml. The transeptal was performed with an sl1 from abbott. The effusion was noted post ablation and there was no evidence of steam pop. The correct catheter was selected on the smartablate generator and the pump was appropriately switching from low to high low during ablation. No errors were noted on the carto system. All visualization features were used (graph, dashboard, vector, and visitag). The visitag settings were consistent with (optimal device performance guide) odp recommendations with respiratory gating. Visitags were colored by tag index.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 67-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring an attempted pericardiocentesis. The patient suffered a cardiac tamponade. The bwi representative stated that the physician was performing a post-procedure intracardiac echo when they noted a pericardial effusion on the right basal side of the pericardium. The physician attempted a pericardiocentesis but was unsuccessful; unable to remove any fluid, therefore, aborted. The patient was admitted overnight for observation. No additional intervention is planned at this time. The patient was hemodynamically stable at the time when leaving the ep lab. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 29-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).